Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to failed/faulty modem cable. After replacing the modem cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device does not power on. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.